Event description:
It was reported that the customer's lifepak 20 device would not power on with ac or dc power. No pt was involved in incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.